Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had a lead integrity alert (lia). A few days later the patient received two inappropriate shocks due to oversensing on the right ventricular (rv) lead. It was discovered that the lead was fractured. The lead was turned off and remains in the patient. No further patient complications have been reported as a result of this event.